Event description:
Patient was revised due to loosening of the screw causing discomfort. Patient's bone had healed and chose removal of the screw.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Although the complaint is non-verifiable, provided information states the products were not suspected of failing to meet specifications or contributing to the reported event. A search of the complaint database found no prior reports for the reported part and lot number combination. Based on the investigation, the need for corrective action is not indicated.